Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted:(B)(6) 2015 explanted: product type catheter (B)(4).. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare professional, and a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000mcg/day for a total dose of 96mcg/day via an implantable pump for intractable spasticity. It was reported the patient stated "the pump was overdosing me for the last, well the catheter was filling the pump with an overdose every time they'd go in for the last 18 months (2015) to have it refilled." It was noted at those refills there "would be more in it than previously." Surgery was scheduled for thursday, (B)(6) 2017. The last week or 2 weeks ago ((B)(6) 2017), the patient had the pump turned off and the patient was on oral medication. It was noted that in (B)(6) 2017 the patient had a "reaction and went into a coma, and was currently in rehabilitation." The patient stated this happened (B)(6)months ago(sometime in 2015), and when asked to clarify the overdose because the patient stated there was more in the cavity then previously, the patient responded, "that is correct." The patient stated all they knew was that the healthcare professional (hcp) refilled the pump and 2 weeks later when the pump was checked there was a 0.01% more in it than anticipated. It was reviewed if there was more in the cavity that means it was not dispensing as much medication. The patient stated "all they knew was that they had been overdosed, ended up in a coma, and in the hospital." It was noted that the only way to determined what happened was sending the pump for analysis, and the patient noted they will do that. Additional information received from hcp and manufacturer representative (rep) reported on (B)(6) 2017 the catheter was kinked due to a flipped pump. It was unknown what may have caused, contributed, or led to the event. No troubleshooting was performed. Actions/interventions performed included surgery. Surgical intervention occurred as the pump was flipped and the pump segment of the catheter was kinked. A new pump segment was replaced with the old pump segment. It was noted that these issues were resolved at time of the event, and the patient's status at time of report was "alive-with injury." The injury was noted as increased spasticity. The patient's weight was unknown. Event date for the flipped pump and kinked catheter was unknown. An hcp later reported the only thing they knew was that the patient's pump was flipped and that was why it was revised. The procedure that was scheduled on (B)(6) 2017 was a pump revision and they anchored the pump in the pocket due to a flipping pump. It was noted the patient first started using lioresal on (B)(6) 2017. The patient was taking 20mg five times daily for a total of 100mg per 24 hours. It was stated that the intrathecal pump was stopped (B)(6) 2017 and started oral baclofen as patient needed pump revision on (B)(6) 2017. The patient was getting baclofen 115mcg per 24 hours via the intrathecal pump at the time the pump was stopped on (B)(6) 2017 and prior to revision. Office notes from (B)(6) 2017 noted an hcp asked another hcp to see the patient because they could not access the pump and wondered if it has flipped. It was noted that the volumes are typically higher than expected with each reservoir aspiration at the time of pump fills. The patient was very pleased with the benefits they get from the baclofen in pump. It was noted the pump should expire in about 5 years. The patient's last recorded weight was (B)(6) pounds on (B)(6) 2017. On (B)(6) 2017 the reason for appointment was pump malfunction overdosing the patient. Pump was programmed to minimum rate, a lioresal kit 2000mcg/ml 20ml was used, pump was aspirated, reprogrammed to minimum rate. Alarm date was on or before (B)(6) 2017. The pump was refill with the same medication. It was noted muscle tone drops intermittently. A hcp wanted the pump drained and switch to oral medication pending the new implant out of concern that the patient is getting unwanted boluses. The hcp could not get the patient in for surgery until (B)(6) 2017. Prior to the pump it was noted the patient was taking baclofen 20mg five times per day as previously mentioned. Vital signs include patient is in a wheelchair, height was 60, blood pressure was 126/87, heart rate is 93, temperature was 98.2, and pain was a scale of 0. Observations included alert and cooperative and in no distress; no pain amplification behavior and no sign of intoxication; affect was noted as normal and the build was noted as normal. Assessments included spasticity, cerebral palsy, malfunction of the intrathecal infusion pump. Treatment for spasticity included starting baclofen 20mg tablet orally 4 times per day . Pump refill will be second week of june. A pump adjustment was done as the pump was drained and the hcp aspirated 17ml which was 1ml less than what would be expected. Pump was programmed to minimum rate, and it was necessary to flip the pump in order to access the port. Pain was a 0 as previously mentions and there were no falls in the past year. The current pump se ttings on (B)(6) 2017 were 2000mcg/ml for a total dose of 114.9mcg/day. Catheter tip was at t8. Estimated elective replacement indicator (eri) was 60 months. Reservoir volume was 18.3ml. Emergency note from 2017-may-21 noted the chief complaint was numbness. It was noted that the patient was presenting with a history of cerebral palsy, hyperlipidemia, hypertension who presented with bilateral numbness since 2 in the morning. It was noted that the patient woke up with these symptoms and feels they are slightly more spastic in their upper extremities. Patient denied recent head trauma, blurry vision, chest pain, and any weakness. Patient was concerned they were having a stroke. It was noted the patient had baclofen in the pump which was turned off 5 days ago, and is supposed to be restarted on (B)(6) 2017. It was unclear to the patient why the pump was turned off. Patient stated they felt like they have to take deep breaths for breathing. A review of systems (ros) was negative for chills, fever, double vision, photophobia, cough, chest pain, abdominal pain, diarrhea, vomiting, rash, dizziness, loss of consciousness, and headaches. The patient had extremity pain and was positive for sensory change. The patient was n ervous/anxious. Vitals were taken. Head, ears, eyes, nose, and throat was atraumatic, normocephalic, mucous membrane was moist. Nose, lips, tongue, oropharynx were all normal. The patient's neck was supple. Respiratory was easy work of breathing, clear to auscultation bilaterally, no wheezes. The patient was able to move all extremities. It was noted that the patient had increased spasticity in their bilateral upper extremities, lower extremities, decreased muscle tone and bulk. Skin had no rashes, no lesions, was warm, and well perfused. The patient was presenting with numbness and increased spasticity. It was noted that the patient was living independently and functioning quite well until the last few days when they began having increasing problems with their baclofen pump. Differential diagnosis included baclofen pump withdrawal, electrolyte abnormality, stroke, intracranial hemorrhage, amongst others. On exam, the patient does have spasticity and was not sure if this was new or old. The patient does have normal sensation to light touch. The patient reported some of this tingling. The patient was tachycardia as well as hypertensive. Hcp was concerned about the patient's baclofen being off and needed to do further research on past medical history. Risk of preventing problem was normal. It was noted that the patient was re-evaluated, and a family member who was present reported the patient has been having problems with baclofen pump for a while. There were thoughts that it has not been working well, which has caused increased spasticity. It was finally discontinued on tuesday ( (B)(6) 2017). The patient has been taking oral medication during this whole time, and it was noted that the patient has not missed any of their doses. The hcp reviewed the head (CT), and agreed with radiology that there was no signs of abnormality. The patient was administered oral baclofen 40mg, 4mg of tizanidine, diazepam (valium) 2.5mg and sodium chloride0.9% while in the emergency room. The patient presented with paresthesia of their upper extremities. The exam showed that the patient was having spastic cerebral palsy. The hcp was initially concerned the patient was having withdrawal, however the baclofen medications have been the issue for quite some time. The patient was adjusted their oral doses, with a complete removal of their pump for the last week. The patient was having some increased spasticity. The patient has adequate follow up for this. The lab work was reassuring and was slightly hypertensive likely from their spasticity. Blood pressure did improve during emergency room course. It was believed the patient was safe for discharge. The test results, treatment plan, and diagnosis were discussed with patient and family. The final diagnosis was left arm paresthesia, spastic diplegia (hcc), and spastic quadriplegic cerebral palsy (hcc). It was noted that despite everything, the patient has had decreased function and increasing spasticity with some numbness and weakness in bilateral extremities. The patient did not feel like they could manage at home. It was noted that the patient has had difficulty voiding and has had constipation. It was noted that the patient has had difficulty swallowing and has placed themselves on a liquid diet the last few days. A physical exam was performed and all was normal except the patient had normal bulk with increased tone throughout. Changes to the plan are as follows: history of cerebral palsy with increased spasticity in the setting of a failed baclofen pump, urinary retention with postvoid residuals of 7-800ml, subjective dysphagia, elevated liver function tests (lft), hyperlipidemia, hypertension, history of asthma without exacerbation, hypothyroidism, subjective weakness, and constipation. No fevers or focal neurologic findings. CT scan was negative for stroke. The patient will be started on a bowel regimen and for the urinary retention will straight catheters as needed and place a foley if multiple straight catheters. They will check a swallow evaluation given the complaint of dysphagia. It was noted that the patient went from being able to function independently to not being able to lift arms or legs and feels as if they have "no strength." From the information gathered, the patient takes baclofen at 10 am (40mg), 20mg at 2, 40mg at 6pm, and 20mg at 10pm. Upon presentation to the emergency room, the patient was afebrile, heart ranged from the 80-90s, blood pressures initially were hypertensive with a systolic blood pressure of 199/155 respirations of 16 and saturating well on room air. The patient was transferred to a place for custodial care. Review of systems was positive for no bowel movement for the last 5 days and was requesting bowel care. The patient was also experiencing intermittent painful muscle spasms (that are worse with repositioning), weakness in upper and lower extremities as previously stated. The patient denied chest pain, shortness of breath, and any signs of upper respiratory infection. The pharmacy was asked to assist with medication reconciliation. It was noted that the patient requires acute hospitalization, and failure to admit to the hospital may result in inability to care for themselves at home. The patient was admitted to observation status and the anticipated length of stay to be less than 2-3 midnights. The patient has a history of ongoing back and low extremity pain. Treatment options and issues including risks, benefits, and alternatives of intervention was reviewed and the patient understood the risks for surgery including need of revision and intervention with the pump and catheter system. The CT head without contrast showed no hemorrhage, edema, or mass effect of the brain, ventricles and suici was normal, calvarium was intact, sinuses and mastoids were clear, face scalp and orbits were normal. The CT head without contrast impression was normal. Axial CT images were obtained of the head with multiplanar reformation. Automated exposure control was used. On (B)(6) 2017 the patient was discharged. Diagnosis were as follows spastic cerebral palsy ( (B)(6) 2017), weakness ( (B)(6) 2017), hypertension ( (B)(6) 2017), spastic diplegia (hcc) ( (B)(6) 2014-), secondary dystonia ( (B)(6) 2014), cerebral palsy ( (B)(6) 2014), h ypothyroid ( (B)(6) 2014), reactive airway disease ( (B)(6) 2014), hyperlipidemia ( (B)(6) 2014), metacarpal bone fracture ( (B)(6) 2014), cubital tunnel syndrome on right ( (B)(6) 2014), de quervain's disease (radial styloid tenosynovitis) (( (B)(6) 2014), cubital tunnel syndrome on left ((B)(6) 2013), carpel tunnel syndrome of left wrist ((B)(6) 2013), and de quetvain's tenosynovitis of the left ((B)(6) 2013). A review of systems was done and the patient had a history of ringing in the ears, shortness of breath, asthma, headaches, joint and wrist pain, tremors, back pain, and lower extremity pain, and spasticity. A physical examination was done and the patient had regular rate and rhythm for cardiac, chest was noted to bed clear to auscultation bilaterally, abdomen was soft, nontender with active bowel sounds, and neurological noted upper and lower extremity strengths were relatively symmetric bilaterally in proximal and distal muscle groups. It was noted the patient had obvious spasticity and some contractures present. Films of the lumbar spine showed evidence of prior l2 through l5 fusion, and that the patient had an intrathecal pump and catheter system in place. On (B)(6) 2017 the dose and concentration was 2000mcg/ml for a total dose of 114.9mcg/day. Reservoir volume was 17.4ml. Dose was changed to 96.1mcg/day on (B)(6) 2017. Drug concentration on (B)(6) 2017 was baclofen 2000mcg/ml for a total dose of 96.1mcg/day. Estimated elective replacement indicator (eri) was 59 months. On (B)(6) 2017 drug dose was changed to 104.9mcg/day. Vitals were taken. Patient was to stop taking triamterene-hydrochlorothiazide (maxzide-25) 37.5-25mg tablet. The reason for stopping was discharge procedure order for diet. It was noted that doses of a number of medications have been decreased. The patient is to follow up with primary care physician in one week, surgeon as previously scheduled, and managing pump hcp in 1-2 weeks. On (B)(6) 2017, operative/procedure report noted preoperative diagnoses and postoperative diagnoses were intractable spasticity, cerebral palsy, and failure of intrathecal pump and catheter system. Procedure performed was a revision of the intrathecal pump and catheter system. It was noted that the patient had a history of cerebral palsy who has been treated from spasticity with intrathecal medication including baclofen. The intrathecal pump stopped working fairly abruptly for the patient. Risks, benefits, and alternatives were discussed with the patient. The patient elected to proceeded with surgery. The patient was taken to the operating room where they underwent induction of general anesthesia, was positioned in the lateral decubitus position with their left side up, and left abdomen, flank, and lumbar regions were prepped and draped in the usual sterile fashion. The previous incision over the left intrathecal pump site was identified and reopened. Superficial tissues were dissected and the pump was identified. The pump was flipped and there was an extensive amount of coiling of the catheter, and the catheter was also very kinked. The pump was brought from the pocket and the catheter was kinked; it was probably prone to be redoing this and therefore portion of the catheter was cut off. Free flow of spinal fluid was obtained through the catheter system demonstrating that the catheter was working properly as was "___" intrathecal space. A new catheter connection to the intrathecal pump was fashioned and affixed to the old catheter using the appropriate connective devices. The catheter was connected to the pump using old connective devices. A portion of the catheter was coiled underneath the pump. The pump was positioned into its pocket. Free flow of clear spinal fluid was obtained through the pump. Once this was confirmed, the pump was affixed to the dorsal fascia using multiple silk sutures affixing it to the intrathecal space. At this point, the incision was irrigated copiously with antibiotic-enriched irrigation and then the incision was closed using multiple layers of 0 vicryl suture. Steri-strips and sterile dressing were applied to the skin. The patient was then returned to the supine position extubated and taken to the recovery room in stable condition. Estimated blood loss was less than 25ml. There were no cultures, specimens, or complications. Counts were noted to be correct. On 2(B)(6) 017 the patient was discharged with a diagnosis of spasticity and the procedure performed was revision/replacement of the intrathecal pump and catheter. It was again stated that the patient had chronic spasticity related to cerebral palsy. The patient has done very well with the pump, the pump stopped working, and risks, benefits, and alternatives were discussed. The patient elected to proceed with surgery. The patient was admitted to the hospital, underwent revision and replacement of the intrathecal pump and catheter. Following the surgery , the patient did well. The patient was mobilized and tolerated a regular diet, and after an uneventful 1 day postoperative course, the patient was able to be discharged home to their nursing center. Patient was to follow up with surgeon in 3 weeks. On (B)(6) 2017 it was reported this was a follow up appointment after rehabilitation (rehab). It was noted the patient returned after spending time in rehab and having their pump revised. The patient was released from rehab on (B)(6) 2017 and was back home and doing well. It was noted that the patient was walking and driving themselves. The patient was being tapered off of oral baclofen. It was noted the patient had an adverse event prior to pump replacement (see emergency visit notes). The patient woke up in the middle of the night with numbness and paralysis on the right side of the body. The patient was taken to the emergency room and was evaluated. It was determined that the patient possibly had an adverse reaction to the baclofen. The dosage of the baclofen was cut in half and then did okay until pump replacement. The patient was overdosed. The pump is currently running at 96mcg per 24 hours. The patient is currently taking baclofen 10mg twice daily and is in office so they can continue tapering the baclofen and continue ti trating the intrathecal baclofen. Vital signs include patient is in a wheelchair, height was 60, blood pressure was 126/88, heart rate is 85, temperature was 97.6, and pain was a scale of 6. Observations included alert and cooperative and in no distress; no pain amplification behavior and no sign of intoxication; affect was noted as normal and the build was noted as overweight. Assessments included spasticity, cerebral palsy, malfunction of the intrathecal infusion pump, and adverse drug reaction where it was come to conclusion that the patient's dose of 100mg per 24 hours was excessive and the patient experienced an adverse event described as right sided hemiparesis and weakness, which has since resolved and the patient was found to be extremely constipated when they went in for emergent evaluation. No sequelae from this event was noted. Spasticity treatment included stopping baclofen 20mg tablet as pump was reprogrammed to reflect a dosage of 105mcg per 24 hours. The oral baclofen was reduced to 5mg twice daily for 1 week. Patient will follow up with another hcp in 1 week where the hcp can bring the pump up to 115 mcg per 24 hours and at that point can safely stop the oral baclofen. No sequelae was noted for the adverse drug reaction. Procedure noted was baclofen 2000mcg/ml, 96.1mcg/day was reprogrammed to 105mcg/day. Th e residual volume was 16.6ml and the alarm date was (B)(6) 2018. Patient is to follow up with hcp to increase dose to 115mcg per 24 hours and stop oral baclofen assuming all is going well and will schedule pump refill for (B)(6) 2017. It was noted a review of systems (ros) was performed where a comprehensive 12 system ros was reviewed with patient and pertinent positives were discussed. Labs from all visits as follows: labs were reviewed and cbc package was abnormal and notable for the following: mpv: 9.2, neutrophil 37.2%, lymphocyte 52.5%, lymphocyte numbers were 5.52, monocyte number 0.85. All other components were within normal limits. The comprehensive metabolic components were all with in normal limits except the following: chloride was 95, glucose was 102, bun was 21, protein total was 9.0, aspartate aminotransferase (ast) (sgot) was 61, and alanine aminotransferase (alt) (sgpt) was 58. The point-of-care-testing blood glucose was abnormal for bedside glucose (which was 115), but all other components were normal. It was noted that troponin I was normal. White blood cell count was 10.52 3.80-11 10*3/ul, red blood cell count was 4.56 3.50-5.5010*6/ul, hemoglobin 13.1 11.2-15.7g/dl, hematocrit 38.8 33.0-48.0%, mean corpuscular volume 85.1 79-101gl, mean corpuscular hemoglobin (mch) 28.7 25-35pg, mean corpuscular hemoglobin concentration (mchc) 33.8 31-37g/dl, red blood cell distribution width (rdw-cv) 14.7 11-16%, platelet count 349 150-420 10*3/ul, mean platelet volume (mpv) 9.2 (l) 9.4-12.4fl, neutrophil number 3.92 1.90-8 10*3/ul, nucleated red blood cell (nrbc)% 0-0%, nrbc number <(><<)>0.01 0.00-0.12 10*3/ul, immature granulocytes % 0.3 0-1%, lymphocyte % 52.5 (h) 20-44%, monocyte % 8.1 5-13%, eosinophil % 1.5 0-6%, basophil % 4 0-2%, neutrophil number 3.92 1.90-8.00 10*3/ul, immature granulocytes number 0.03 0-0.04 10*3/ul, lymphocytes number 5.52 (h) 1.40-4.80 10*3/ul, monocyte number 0.85 (h) 0.10-0.80 10*3/ul, eosinophil number 0.16 0-0.50 10*3/ul, basophil number 0.04 0-1.00 10*3/ul. Other lab results include sodium 137 135-144mmol/l, potassium 4.1 3.5-5.5mmol/l, total carbon dioxide 28 22-32 mmol/l, chloride 95 (l) 98-107mmol/l, anion gap 14 7-15mmol/l, glucose 102 (h) 60-100mg/dl, calcium 10.0 8.4-10.6mg/dl, bun 21 (h) 7-17mg/dl, creatinine 0.81 0.52-1.04mg/dl, protein total 9.0 (h) 6.0-8.2 g/dl, albumin 5.0 3.5-5.0 g/dl, total bilirubin 0.5 0.2-1.3mg/dl, gfr if african american >60>=60ml/min/1.73m2, and gfr if non-african american>60=60ml/min/1.73m2. A computed tomography (CT) head without contrast was noted to be normal. Current medications included diclofenac potassium 50mg powder for reconstitution orally, lovastatin 10mg tablet, tizanidine 4mg capsule, trazadone 50mg tablet, divalproex sodium 250mg tablet, diazepam 1mg tablet, gabapentin 600mg tablet, levothyroxine 50mcg (0.05) capsule, misoprostol 200mcg tablet, albuterol 2.5mg/3ml (0.083%)solution 3ml, oxycodone 5mg tablet, fluticasone nasal 50mcg/inhale spray, hydrochlorothiazide 25mg tablet, alprazolam 1mg tablet, chlorhexidine topical, diclofenac sodium 50mg delayed release tablet, omeprazole 20mg delayed release capsule, hydroxyzine pamoate 25 capsule, butalbital-acetaminophen 50-650mg tablet, calcium carbonate-vitamin d3 500mg tablet and 400 unit tablet, chlorhexidine (peridex) 0.12% solution, clotrimazole (lotrimin) 1% cream, coenzyme capsule, fluticasone (flovent diskus) 50mcg/actuation diskus inhaler, guaifenesin/pseudoephedrine hydrochloride (hcl) (mucinex d oral), metoclopramide hcl (reglan) 5mg tablet, misoprostol (cytotec) 200mcg tablet, multivitamin capsule, omega-3 fatty acids 1000mg capsule, proair hfa 90mcg/actuation inhaler, triamterene-hydrochlorothiazide (maxzide-25) 37.5-25mg tablet, zafirlukast (accolate) 20 mg tablet, neurontin, synthroid, zyrtec, vitamin and mineral supplements, and oral baclofen 100mg and 20mg, baclofen 10mg tablet (not taking on (B)(6) 2017). Past medical history included cerebral palsy ((B)(6) 2015 (low risk)), neck pain, bilateral knee surgery, intractable muscle spasms, pain, asthma, blood transfusion, hyperlipidemia on (B)(6) 2014 hypertension, hypothyroid on (B)(6) 2014, reactive airway disease (rad) on (B)(6) 2014 seasonal allergies, and ulcer (hcc). Family and social history was reviewed. Family history included arthritis, complications from anesthesia, and breast cancer. Occupational history was noted as school teacher. Surgical history included rotator cuff repair in 2006, right heel cord cut in 1997, left heel cord cut in 1996, neck surgery (B)(6) 2013, carpal tunnel surgery/release, lumbar infusion in 2015, achilles tendon lengthening, cervical spine surgery, colonoscopy, tonsillectomy, wrist surgery on (B)(6) 2013 (left carpel tunnel decom., left cubital tunnel decom., left first dorsal compartment), and pump revision on (B)(6) 2017. Allergies included cats, perfumes, morphine, nabumetone (itching), topamax (rash), duragesic, aleve, acetaminophen-codeine (itching), dantrium, etodolac (itching), ketorolac, naproxen (severe bleeding post-surgery), naproxen sodium (shortness of breath), most cleaning chemicals, perfume oils (shortness of breath), cyclobenzaprine (hives), and fentanyl (itching). The catheter will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a kink in the catheter body and damage to the transition tube. (B)(4). If information is provided in the future, a supplemental report will be issued.